Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by patient implant registry department, approximately 1 day post implantation of a 29 mm sapien 3 valve in the aortic position with a 29 mm commander delivery system and 16f esheath set, the device was explanted and replaced with a non-edwards surgical valve. The reason for the valve explantation is unknown at this time.